Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter read inaccurately low compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter. The reporter was unable to provide specific information regarding the alleged meter inaccuracy. She informed the mss that the patient was a college student and was at school when she obtained the inaccurate low results. The reporter confirmed the patient informed her that she began to obtain what she felt to be inaccurate low readings with the subject meter in late october of 2013. The reporter stated that the patient informed her that she was obtaining readings in the ¿50 mg/dl¿ with the subject meter while her cgm (continuous glucose monitor) was showing that her blood glucose was in the ¿70¿s mg/dl¿. The patient is on insulin pump therapy. In response to the low blood glucose readings she was obtaining with the subject meter, the patient reported was correcting for the low by taking glucose tablets/gel. On an unspecified day, after the meter inaccuracy began, the patient informed the reporter that she developed high blood glucose symptoms. The reporter could only confirm that the patient developed symptoms of ¿fatigue¿ and ¿typical symptoms of a high¿. In response to the high blood glucose symptoms, the reporter confirmed that the patient took a correction bolus. At the time of troubleshooting, the customer care advocate (cca) noted that the reporter did not have the meter or testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after obtaining alleged inaccurate low readings with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.